Manufacturer narrative:
H11: four actual samples were received for evaluation. A visual inspection, with the naked eye was performed which observed samples #1, #2, and #3, had black embedded particulate matter (pm) on the cassette which was less than 0.3 sq mm and was within the acceptable specification range for the product. Only particulate matter (pm) that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. A visual inspection, with the naked eye was performed on sample #4 which found fiber like pm inside patient line molded port. The samples all underwent an underwater pressure test and no leaks were noted. Functional (self-test and priming) tests were performed on the samples with no issues noted. Samples #1, #2, and #3 were found to be conforming product, however, the reported condition was verified on sample #4.the cause of the condition for sample #4 was determined to be manufacturing related; a possible cause could be that fiber from the operator's personnel clothing could have been transferred into the patient port of the device during a manual handling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside four (4) homechoice cassettes. Three (3) sets had black foreign material attached and one (1) set had fibrous material attached. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.